Event description:
There was difficulty in withdrawing the optease filter, friction within the brite tip sheath introducer, the distal tip of the brite tip was turned inward, and the sheath was frayed. Approximately 10 days after the device was deployed, the optease filter was being withdrawn via femoral vein access into the 10f brite tip using a snare and unusual friction was felt. The physician tried to withdraw the optease filter by pulling the snare catheter by force, but one-third of the filter could not be withdrawn and remained outside of the brite tip. The physician withdrew the brite tip and the filter into the 10f brite tip sheath introducer, but there was strong friction with the filter and the brite tip sheath introducer. The physician managed to withdraw the optease filter into the brite tip sheath introducer using excessive force, and all devices were retrieved from the patient. When checked outside the patient, the distal tip of the brite tip was turned inward and the distal tip of the brite tip sheath introducer was frayed. The procedure was completed successfully with no patient injury reported. No visible anomaly or no thrombus was observed on the optease filter. Physician's comment: when the optease filter was being withdrawn into the brite tip, the filter hook might have been caught at the distal tip of the brite tip and so the distal tip might have been pulled inside the catheter with the filter hook.

Manufacturer narrative:
Complaint conclusion: approximately 10 days after deployment of an optease vena cava filter unusual friction was felt as it was being withdrawn with a snare via femoral vein access into a 10fr. Brite tip catheter. The physician tried to withdraw the optease filter by pulling the snare catheter with force, but one-third of the filter could not be withdrawn and remained outside of the catheter. The physician then managed to withdraw the filter into the sheath introducer using excessive force, and all devices were retrieved from the patient. When checked outside the patient, the distal tip of the brite tip catheter was turned inward and the distal tip of the brite tip sheath introducer was frayed. The procedure was completed successfully with no patient injury reported. The physician commented that when the filter was being withdrawn into the catheter, the filter hook might have been caught at the distal tip and so the distal tip might have been pulled inside (inverted in on itself) the catheter with the filter hook. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2012-00331 and 9616099-2012-00332.